Manufacturer narrative:
Records review: the delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. The manufacturing records for top assembly batch 7114173 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.

Event description:
Clinical study. It was reported that 71 weeks and 2 days after a coronary artery drug-eluting stenting treatment procedure, the patient experienced an instent restenosis and underwent a target-vessel re-intervention (tvr). The index procedure treated 1 denovo lesion. The lesion was a 3.0 mm vessel diameter, 18mm long, with no calcification, mild tortuosity, 80% stenosis, located in the first obtuse marginal (om) branch of the left anterior descending (lad) artery. The lesion was not predilated. The physician implanted 1 taxus express2 3x20mm drug-eluting stent at 12 atms. Post-treatment, the lesion was 0% stenosis and timi 3 flow. The patient was discharged 1 day post-implant on aspirin and plavix. The patient had a myocardial infarction in 2005. He had a tvr for target lesion diffuse instent restenosis using a plain old balloon angioplasty (poba) of the first om branch. The patient was admitted to the ER for evaluation of chest pain while playing basketball. The patient had a tvr using a poba 71 weeks and 2 days post-index procedure due to diffuse instent restenosis of the first om branch. Timi 3 flow was restored to 1 of the 3 jeopardized branches (not specified) and timi ii flow was present in the other 2. The post tvr stenosis was not documented. The patient was reported as being non-compliant with plavix. He was discharged 1 day post tvr in stable condition. He was tolerating food by mouth and ambulating. He had no chest pain or shortness of breath. Relationship to the stent was indicated by the physician as not known.